Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: 'after cannulating the patient without any issues, I inserted the initial wire, which passed easily. Inserted the introducer, which was difficult to feed. Then when customer tried to remove the wire, it was completely stuck. She had to then remove the introducer, to get the wire out, which she did, but with a lot of resistance. She had to recommence the procedure from the start.' No patient harm reported.

Event description:
Customer complaint reported as: 'after cannulating the patient without any issues, I inserted the initial wire, which passed easily. Inserted the introducer, which was difficult to feed. Then when customer tried to remove the wire, it was completely stuck. She had to then remove the introducer, to get the wire out, which she did, but with a lot of resistance. She had to recommence the procedure from the start.' No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 0.018" spring wire guide (swg), a nitinol swg, and a PICC catheter for evaluation. No signs of use were present on the nitinol wire and catheter. Visual examination revealed the 0.018" guide wire contained a bend near the proximal end. Signs of use in the form of biological material were present on the swg body. Both welds were present on the 0.018" swg. Visual inspection of the introducer needle could not occur since the needle was not returned. The bend in the 0.018" swg measured 100 mm from the proximal end. The overall length of the 0.018" swg was measured to be 455 mm which is within specifications of 449.2-458.8 mm per wire guide product drawing. The outer diameter was measured to be 0.432 mm which is within specifications of 0.432-0.457 mm per wire guide product drawing. Dimensional inspection of the introducer needle could not occur since the needle was not returned. The swg was advanced through a lab inventory 21 ga introducer needle. The swg passed through with minimal resistance. Functional inspection of the introducer needle could not occur since the needle was not returned. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply undue force on guidewire to reduce the risk of possible breakage. Do not withdraw guidewire against needle bevel to reduce the risk of possible severing or damaging of guidewire." The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire was kinked near the proximal end. The guide wire met all functional and dimensional requirements during investigation testing. A device history record review was performed and no relevant findings were found. Based on these circumstances, and the introducer needle not being returned, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.